Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that palpitation occurred. In (B)(6) 2018, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending with 100% stenosis and was 40 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 28 x 3.00 mm and a 16 x 3.50 mm promus premier drug-eluting stents. Following post-dilatation, the residual stenosis was 0%. In (B)(6) 2018, the patient was noted with palpitation and was treated medically. On the fourth day, the event was considered recovered/resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Describe event or problem updated. Device is a combination product.

Event description:
Promus premier china registry clinical study. It was reported that palpitation occurred. In (B)(6) 2018, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending with 100% stenosis and was 40mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 28x3.00mm and a 16x3.50mm promus premier drug-eluting stents. Following post-dilatation, the residual stenosis was 0%. In (B)(6) 2018, the patient was noted with palpitation and was treated medically. On the fourth day, the event was considered recovered/resolved and the patient was discharged on aspirin and clopidogrel. It was further reported that the second 3.50mm x 16mm promus premier drug-eluting stent is not related to the reported event and the event is not related to stage procedure.